Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to ER to pull tampon out - vagina [foreign body in reproductive tract] . String came off - tampon [device breakage] . Case narrative: consumer reported via e-mail that string came off of tampon. No serious injury reported.